Event description:
Patient was undergoing a throractomy with an specially low and posterior incision. Upon continuing the thoractomy incision anteriorly, I t became apparent to the su rgeon that the implant had in all likelihood been ruptured because there was loose silicon present within the scar capsule. It was decided to pack the wound and continue the thoractomy. Following the theractomy the right breast implant was removed and it was able to be demonstrated that the electrocautery did not cut the implant and could identify no specific area of a recent cut. The appearance of the capsule as well as the silicone suggests that this patient had a leaking and/or ruptured implant prior to the surgical procedure. Original implant was not implanted hereinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.